Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. The caller reported that the patient was scheduled for an MRI, however since patient was not able to confirm implantable neurostimulator (ins) was off, the MRI was not performed. The caller stated that the patient no longer uses the therapy, the ins battery depleted several years ago and they can't find the patient programmer (pp). The caller said that the patient does not want to get system replacement. The caller was redirected to the healthcare provider (hcp) office to discuss options on how the ins can be checked and to request a printout that she can bring to MRI facility.there were no further complications or anticipations reported with this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient stated the implant was not operational. No symptoms were reported at the time of this report. There were no further complications or anticipations reported with this event.